Manufacturer narrative:
Quality safety evaluation received on 22-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the coils had to be removed in multiple segments, there were pieces in right fallopian tube') and pelvic pain ('chronic pelvic pain / increasingly severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included folliculitis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems") and rash ("excessive rashes"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure coils (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, medical device discomfort, menorrhagia, abdominal pain, abdominal distension, alopecia, abnormal weight gain and tooth disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, device breakage, medical device discomfort, menorrhagia, pelvic pain, rash and tooth disorder to be related to essure. The reporter commented: date of removal as per mr :date: (B)(6) 2016 (discrepancy noted). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-mar-2021: mr received. Reporter information, other relevant history, event: "the coils had to be removed in multiple segments" added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the coils had to be removed in multiple segments, there were pieces in right fallopian tube') and pelvic pain ('chronic pelvic pain / increasingly severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included folliculitis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("heavy menstrual bleeding"), rash ("excessive rashes"), abdominal distension ("abdominal bloating"), medical device discomfort ("increasingly discomfort"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain") and tooth disorder ("dental problems"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure coils (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, abdominal pain, menorrhagia, abdominal distension, medical device discomfort, alopecia, abnormal weight gain and tooth disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, device breakage, medical device discomfort, menorrhagia, pelvic pain, rash and tooth disorder to be related to essure. The reporter commented: date of removal as per mr :date:(B)(6) 2016 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-mar-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 24-aug-2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) placed on or around (B)(6) 2008. Shortly after undergoing the essure procedure, a hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, abdominal pain, abdominal bloating, excessive hair loss, excessive weight gain, dental problems, and excessive rashes. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians but was unable to resolve them. In or around (B)(6) 2016, as a result of her constant pain and suffering, her treating physician recommended that she undergo surgery to remove her essure coils (surgery is scheduled for (B)(6) 2016). In addition, it was informed that plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain / increasingly severe pain. Chronic pelvic pain / increasingly severe pain is listed in the reference safety information for essure. During essure therapy, abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, the chronic pelvic pain / increasingly severe pain started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident, since a surgical intervention will be required. Other non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.